Manufacturer narrative:
Oc prior to and after the event was within the lab's established ranges. Qc after the event was low, prompting the lab to rerun samples. A field service engineer (fse) was dispatched and identified multiple issues. The fse performed multiple repairs and replaced the ratio pump which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The issue was discovered when routine qc recovered low. Samples run previously were repeated and multiple reports were amended. Customer could not supply the number of corrected reports, or actual patient results. The lab provided two examples. One patient had a na result of 130mmol/l that repeated 135mmol/l. Another patient had a chloride result of 94mmol/l that repeated 94mmol/l. (The difference in results is within the precision of the assay) there have been no reports of impact to treatment based upon the false results reported.